Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter received. Claim letter alleges injury. Limited information is available as of the moment. If/when additional information is received, complaint record will be updated accordingly. Doi: (B)(6) 2008 ; dor: (B)(6) 2018 ; left hip.